Manufacturer narrative:
Section h6: health effect - clinical code: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major postoperative wound infection and was hospitalized from (B)(6) 2023. The infection type was bacterial, and surgery and drug therapy were performed. The cause of the infection depended on the patient's condition and was due to complexity of medical management. The causal relationship with device was stated to be probably related.